Manufacturer narrative:
An event regarding patella component loosening involving a triathlon patella was reported. The event was not confirmed. Device evaluation not performed as no items were returned. DHR review determined that the lot was manufactured and packed to specification. (B)(4) review confirmed that there have been no similar events for the lot. The exact cause of the reported patella loosening could not be determined with the limited information provided. Further information is needed to complete the investigation to determine a root cause. No further investigation for this event is possible at this time.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Event description:
It was reported that there was a knee revision due to patella loosening.

Event description:
It was reported that there was a knee revision due to patella loosening.